Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited noise that caused auto mode switch episodes. The noise was not reproducible through isometrics. No invention was reported.